Manufacturer narrative:
There has been a previous report received where exposed wires resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron g130 scaler handpiece was heating up and that wires were exposed at the handpiece cable. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
Product was returned evaluated. It was determined the handpiece cable exhibited signs of customer misuse. It is possible that these conditions contributed to the heating of the handpiece.